Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the atrial leadless pacemaker (alp) had no capture. The patient was asymptomatic. A chest x-ray (cxr) revealed the alp had dislodged and embolized to the pulmonary artery. The alp was explanted and replaced successfully. The patient was stable throughout the procedure.